Event description:
Caller alleges imprecision with inratio. Results are as follows: first test inr = 3.8; second test inr = 5.0; first test inr = 1.6; second test inr = 2.8; first test inr = 1.8; second test inr = 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr = 3.8; second test inr = 5.0; mean = 4.4; sd = 0.85; %cv = 19.3. First test inr = 1.6; second test inr = 2.8; mean = 2.2; sd = 0.85; %cv = 38.7. First test inr = 1.8; second test inr = 2.6; mean = 2.2; sd = 0.57; %cv = 25.7. The % cv is greater than 20% for the second and 3rd data set. For the first data set, the %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot# was not given. As a result, no further strip testing can be performed.